Event description:
Per the clinic, the patient experienced an extrusion of the device and an infection (location and if the infection is device related is unknown). The device was explanted on (B)(6) 2012. It is unknown if the patient was re-implanted with another device.

Manufacturer narrative:
This report is submitted on may 6, 2022.